Event description:
Boston scientific received information that during a normal device replacement high out of range pacing impedances were noted on this right ventricular lead. An x-ray did not show any damage on the lead, and when testing the lead with the pacing system analyzer (psa) out of range pacing impedances were once again noted. Valsalva maneuvers were performed which showed noise on the shock channel. In addition, the connection of the device and lead was checked which showed normal connection and all setscrews tightened. Finally this right ventricular lead was surgically abandoned and a new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.